Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 5 months post implant of this 29 mm bioprosthetic valve in the tricuspid position, the valve was explanted and replaced with a 31 mm mechanical valve. The reason for replacement was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted and replaced due to stenosis and insufficiency. Patient weight added. If information is provided in the future, a supplemental report will be issued.